Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that unit test patient board was defective and needed to be replaced. The unit was covered with corrosion inside which may have affected it's functionality. The software was outdated and needed to be updated. The chassis, feet, and front panel were rusted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The endoscopy account manager reported to olympus, the evis exera iii video system center had no image when using the 180 scope with the maj-1430 (videoscope cable exera ii). It was reported that the video system center worked with the 190 scope, inside where paddle goes. The representative on site tried different scopes. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty patient board could not be identified. Olympus will continue to monitor field performance for this device.